Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not delivering the insulin and had no insulin flow blocked alarm. Customer experienced high blood glucose of 353 mg/dl. Customer stated that insulin pump was not delivering the insulin due to broken set, reservoir and reservoir ring. Insulin pump will not be returned for analysis.